Manufacturer narrative:
Visual inspection of the driver revealed metallic debris and a brown residue on and around the primary motor. When manipulated by hand, the primary motor would make a "clicking" sound. The driver's alarm history was reviewed and no alarms were recorded. Only permanent alarms are recorded; intermittent and/or recoverable alarms are not recorded in the alarm history. The driver was most likely switched before the permanent alarm recorded. The driver was functionally tested and did not pass the requirements for left arterial pressure (lap) due to a malfunction of the primary motor. During the investigation, the customer-reported issue could not be conclusively confirmed or replicated, however, based on the observed metallic debris, brown residue and incorrect lap, the root cause was most likely the primary motor rubbing against the scotch yoke causing intermittent alarms eventually leading to low cardiac output condition which would then trigger a "long alarm". This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5488 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited an intermittent fault alarm over the course of 4 hours and then exhibited a permanent fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.